Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of irritation, swelling, edema, swollen pockets, knots, nodular, erythematous, and tender are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects, possible injection site responses post injection with juvéderm volbella® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported that a patient was injected in the perioral area and the lips with two syringes of juvéderm volbella® xc. About 2.5 months later, the patient was injected in the marionette lines with juvéderm® ultra plus. Three months after that, the patient was injected in the mid face with an unspecified amount of juvéderm voluma® xc. Around one week following the third injection, the patient developed "irritation" and swelling around the lips. Edema was also present around the perioral area, and the bottom lip "had two swollen pockets that were visible." Healthcare professional described there were, "knots on the bottom lip" and it "felt nodular all around." Symptoms were additionally noted as erythematous and very tender. One to two weeks after symptom onset, vitrase was given as treatment which improved the swelling and the top lip but the bottom lip "still had knots." A second treatment of vitrase was administered 3 days later. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID 3005113652-2017-01742 (allergan complaint # (B)(4)) and MDR ID #3005113652-2017-01743 (allergan complaint # (B)(4)). This MDR is being submitted for juvéderm volbella® xc.

Event description:
Additional information: patient¿s symptoms resolved 8 weeks following the last vitrase treatment.